Event description:
(B)(4) clinical study. Same case as MFR.# 2134265-2010-04275 and 2134265-2010-04276. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure in (B)(6) 2009, a percutaneous coronary intervention was performed to treat two lesions located in mid right coronary artery (rca) and right atrioventricular branch (r-pav). Lesion 1 was located in the mid rca was 90% stenosed, 3.5mm in diameter and 30mm long. The lesion was treated with predilation and placement of two 3.5x32mm taxus liberte stents without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow. Lesion 2 was located in the r-pav was 90% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow. The patient was discharged 3 days later without complications on aspirin, clopidogrel bisulfate and beraprost sodium. In (B)(6) 2010, a follow-up coronary angiogram confirmed restenosis in the mid rca, r-pav and stenosis in the 1st diagonal. The patient had no ischemic symptom. Lesion 1 was 90% stenosed, 3.5mm in diameter and 30mm long. The lesion was treated with plain old balloon angioplasty (poba). Residual stenosis was 25% with timi 3 flow. Lesion 2 was 90% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with plain old balloon angioplasty (poba). Residual stenosis was 25% with timi flow 3. The lesion located in the 1st diagonal was treated with placement of a non-bsc stent. The events located in the mid rca and r-pav was subsided and the stenosis in the 1st diagonal was considered resolved. The patient was discharged 2 days later.

Manufacturer narrative:
Describe event and other relevant history updated. (B)(4).

Event description:
It was further reported that lesion 1 and lesion 2 were de novo lesions. The mid right coronary artery was treated and timi flow grade remained 3.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer -it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).